Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump screen was washed out, like it was all white. Customer stated that the screen was not white and see the screen and it looks faded out and a white strip at the top of it and where they read the blood glucose was still readable and the background was more grayish and top part was lighter than the bottom part. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with missing segments and a partial display with vertical black lines across the display due to cracked lcd glass. Unable to perform the self test and the displacement test due to display anomaly. The device was received with stained keypad overlay, scratched case and pillowing keypad overlay.